Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The customer reported that the trident constrained cup (right side) dislocated internally after a month in situ. The device was a trident multihole in situ with 2 x screws. Exeter stem in situ with 28 -4 head. Stem and uncemented cup well fixed no known trauma ¿ patient appears to be confused. The surgeon had to use drill bits, the removal tool, screws and finally to impact the removal tool into the poly rim to finally extract the outer part of the constrained which was still well fixed into the inner-change locking mechanism of the trident multihole.